Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a biological indicator that was processed in a sterrad® 100s unit. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators. Asp will continue to follow up for additional information.

Manufacturer narrative:
Additional information received indicates the biological indicator in this case was a non-asp device. Therefore, the event is not MDR reportable. No further investigation required. Device not manufactured by reporting firm